Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captiva stent graft was implanted in a patient for the emergency endovascular treatment of an unknown size ruptured descending thoracic aortic aneurysm. It was reported that the procedure was completed without any issues, however, an endoleak considered to be a type IV persisted. Two days post the index procedure, a CT performed showed contrast staining the whole aneurysm. It was determined that is was a type IV endoleak, and a type ia and ib were ruled out. As the bleeding into the thoracic cavity was continuing, thrombus removal was performed. It was reported that the bleeding increased during the secondary procedure and two additional non-mdt devices were implanted. The procedure was finished after the bleeding had stopped. As per the physician, the cause of the event was a type IV endoleak. No additional clinical sequelae were reported and the patient is being monitored.